Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not working. Boston scientific technical services (ts) verified that between one year and a few weeks ago the lead was not pacing. Ts discussed device operation and they were considering to turn off the sensing part of the lead as the lead was not working. No adverse patient effects were reported.